Manufacturer narrative:
A ge rep evaluated the sys and replaced the sram memory and technique processor. Sys operates as intended. (B) (4).

Event description:
The customer reported the sys is not booting up. No pt injury was reported.